Event description:
Dear (B)(6), the user complain that the unit had a black screen during ventilation. The unit continued to ventilate but there was no audibly alarm. There was no harm to the patient. The unit was sent to the medical engineering. The medical engineering could not recover the problem. The unit boot up normally. In february, there was a similar problem in this unit and in that case after reinstall the esm the problem was solved.

Manufacturer narrative:
In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a software error which was addressed in fsn as noted in chapter 6.6. There was no patient or user harm.